Manufacturer narrative:
(B)(6).

Event description:
The customer provided data for a total of 8 patient samples tested for multiple thyroid assays on the cobas 8000 e 801 module . Of these samples, three had erroneous results for the elecsys tsh assay. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. The samples were initially tested on the customer's e 801 analyzer. The samples were provided for investigation, where they were tested on a second e 801 analyzer, a cobas 8000 e 602 module, and a cobas e 411 immunoassay analyzer. The samples were also tested on a centaur analyzer. In addition, the samples were treated with polyethylene glycol (peg) and tested on a roche elecsys analyzer. No adverse events were alleged to have occurred with the patient. The serial number of the e 801 analyzer used at the customer site was asked for, but not provided. The serial number of the e 801 analyzer used for investigation was (B)(4). Tsh reagent lot number 331814, with an expiration date of 31-aug-2019 was used on this analyzer. The serial number of the e 602 analyzer used for investigation was (B)(4). Tsh reagent lot number 328081, with an expiration date of 31-dec-2018 was used on this analyzer. The serial number of the e 411 analyzer used for investigation was (B)(4). Tsh reagent lot number 311038, with an expiration date of 31-oct-2018 was used on this analyzer. The values generated on the roche systems are similar to those generated on the siemens centaur. The differences in results are related to the differences in the overall setups of the assays, the antibodies used, differences in reference materials, and differences in the standardization methodology used. The normal reference ranges used by different assay vendors can equally be different. This relates to the population used and the calculation mode. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
A general reagent issue can most likely be excluded.